Event description:
During a pvc case, the pt complained of a pain during the second ablation. After the procedure, effusion was observed with the catheter ad it was diagnosed with the cardiac tamponade. It was checked by bs echo. Pericardial drainage was performed and stopped the bleeding. The bleeding was modest. The physician commented that the event might have occurred dur to contacting strongly when ablation was performed below the pulmonary valve. The procedure was completed without pt consequence.